Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2025. During the procedure, first band of the ligator was not fully deployed, and the remaining bands were twisted, rendering them unusable. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2025. During the procedure, first band of the ligator was not fully deployed, and the remaining bands were twisted, rendering them unusable. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on october 15, 2025. It was confirmed that the indication of the procedure was for bleeding.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) and block e1 (initial reporter first name) have been updated based on the additional information received on october 15, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the teeth were damaged. One band was damaged, and one band was overlapped. Also, the slack was not taken up, and the handle did not have evidence that the loop was secured to the post. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Investigation found that the teeth were damaged. The marks on the ligator housing teeth imply that the device might have been used with too much force; this caused the teeth to get damaged, or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged and also affecting the functionality of the handle when deploying the bands. Additionally, it was found that one band was damaged and one band was overlapped. This failure mode might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. There is a possibility that the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands. It could also be a possibility that, depending on the technique used to grab the varix or polypus by the ligator unit, the suture could have been misplaced by the movement of the procedure, making the bands not able to deploy accordingly and also getting them overlapped. On the other hand, it was found that the instructions for use of the device were not followed since the slack was not taken up from the handle slot and the trip wire was not secured to the post. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire not work accordingly with the handle when pulling the bands. Finally, it was found that the trip wire was broken; the broken trip wire suggests that excessive force might have been applied when attempting to deploy the bands, potentially compromising the mechanism. Additionally, anatomical tortuosity or the positioning of the device could have interfered with the functionality. The technique used to grasp the varix or polypus may have caused suture misalignment, leading to failed band release. Based on the analysis performed on the device, it was determined that due to the instructions for use of the device were not followed, the device could fail in the deployment of the bands. Based on all gathered information, the probable cause selected is failure to follow instructions.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) and block e1 (initial reporter first name) have been updated based on the additional information received on october 15, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2025. During the procedure, first band of the ligator was not fully deployed, and the remaining bands were twisted, rendering them unusable. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on october 15, 2025 it was confirmed that the indication of the procedure was for bleeding.